Event description:
Pt discharged with portable oxygen for transfer to skilled care facility. Pt and daughter returned to emergency department reporting that portable unit had made a "shrieking" noise and let off a rapid efflux of oxygen resulting in freezing burns to nasal passages and swelling of eyes.